Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown. It was reported that they had new batteries and pump does turn on. It was reported that the display was flashing white. It was reported that they inserted battery alarm did not display on the pump screen. The customer was advised to discontinue from the pump at the quick set release. The insulin pump will not be returned for analysis.